Event description:
Reporter indicated that vns patient experienced an increase in seizure activity, presumably due to generator battery end of life. The patient was reportedly experiencing "major breakthrough seizures". Approximately one month later, the patient was seen in hospital emergency room where they received 25 stiches due to injury suffered during a fall, presumably a fall with seizure. The patient underwent generator replacement surgery approximately one month later.

Event description:
Product analysis was performed. Analysis confirmed that the pulse generator was at normal end of service (battery depletion). Using the available programming history for this pulse generator, the estimated battery life with 3.25 years. The pulse generator was implanted for 5.75 years, which exceeded the battery life. External visual inspection of the generator revealed no anomalies. The reported increased in seizures was likely due to the pulse generator's battery depletion.